Manufacturer narrative:
K011375. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn violet suture. The client reported that in more than half of the pouches the needle is missing or the end of the suture is outside the cardboard. Defects detected prior to use and in veterinary cases only.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue (needle detachment or needle missing). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 18 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.61 kgf in average and 0.35 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). However, taking into account that there are previous confirmed complaints regarding the same issue we consider the complaint as confirmed, even though the samples tested fulfilled specifications. Regarding end of the suture outside cardboard defect, none of the closed samples received showed this defect, in consequence a further analysis cannot be done. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that there are previous complaints regarding needle detachment for this code batch, we conclude that the complaint is confirmed even though the results of samples received fulfil the specifications of the european pharmacopoeia/b. Braun surgical. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.